Event description:
On (B)(6) 2012, the reporter/patient's mom contacted animas reporting that the patient allegedly have been experiencing fluctuating blood glucose levels from 40-410 mg/dl (target=120-150 mg/dl) since the pump started to reset the pump settings (date/time, insulin to carb ratio (I:c), and insulin sensitivity factor (isf)) settings. The reporter claimed that the insulin pump started to reset to the default date/time setting about a month ago when the battery is replaced. When this occurred, the patient would reprogram the time setting. The animas customer support representative (csr) confirmed that the time was correct but the date was not correct in the pump settings. The reporter also mentioned that the bolus history for last month did not appear when the pump was downloaded to the computer today. The reporter reviewed the bolus history with the csr and confirmed that all the boluses were completed; however, she found some had a date of jan 2007, which is the default factory date. The reporter also claimed that the pump's I:c ratio and isf settings were changing on their own; it was not reported exactly when this issue began. The reporter stated that the I:c ratio was reset from 1u:5g to 1u:10g and the isf was reset from 1u:25g to 1:40g. About 3 weeks ago, the patient allegedly had a 40 mg/dl blood glucose result with symptoms of sweating, lethargy, and confusion. The patient's mom treated the patient with glucose tablet and food and it reportedly took 4 hours for the patient's blood glucose levels go back into target range. She also indicated that the patient would experience symptoms of increased urination, nausea, and not feeling well when the patient's blood glucose levels are high; however, the reporter did not specify the at what blood glucose level. The patient was advised to disconnect from the pump and implement the backup plan. This complaint is being reported because, the patient allegedly suffered a hypoglycemic event where glucose tablets/food was administered by the reporter when the pump reportedly had issues with the pump settings. A replacement pump was sent to the patient.

Manufacturer narrative:
Device evaluation: on (B)(4) 2012, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On (B)(4) 2012, animas received the insulin pump involved with the complaint and completed investigation on (B)(4) 2012. Investigation did not find any defects with the I:c and isf settings; however, investigation confirmed there was a failure with the internal clock battery on the pcb board. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. The pump displays the "verify" screen after it is rebooted and the time and date must be confirmed on the "verify" screen. The issue is not likely to cause an adverse event because the user must manually confirm the settings prior to use of the device.